Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty positioning the sgc appears to be related to patient morphology/pathology. However, cause for the reported leak cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Transseptal puncture was very difficult as the patient had an existing patent foramen ovale (pfo). Sgc0707 lot: 40801r2086 was attempted to be advanced to the left atrium but the septum could not provide adequate support and the sgc would fall into the pfo. A new transeptal puncture was performed and the sgc was inserted. An xtw clip was then advanced, but orientation was not possible as the sgc had again fallen into the pfo. The xtw and sgc were removed. Sgc was attempted to be re-flushed and re-prepped but air entered the sgc. A replacement sgc0707 # 40820r1031 was attempted to be inserted but also fell into the pfo. The procedure was abandoned, ending with mr unchanged grade 4.